Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated hospital visit, atrial lead noise was observed. The noise could be reproduced through isometric movements. No patient symptoms were reported. No programming changes were made.